Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4030c-09 batch 15365469 was received for evaluation. Visual inspection did not reveal any signs of damage or abnormalities with the returned screw. Functional testing was performed by fully seating the screw onto the driver specified for part ar-4030c-09. The screw engaged without resistance or misalignment, and no issues were observed during the test. The most likely cause of the reported failure is user error, including improper bone preparation and/or misalignment of the insertion. The complaint allegation is not confirmed. Refer to the investigation pictures.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the knee arthroscopy with re-construction of the anterior cruciate ligament that the screw could not be screwed in. Per complaint reporter, there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-4030c-09 batch 15365469 was received for evaluation. Visual inspection did not reveal any signs of damage or abnormalities with the returned screw. Functional testing was performed by fully seating the screw onto the driver specified for part ar-4030c-09. The screw engaged without resistance or misalignment, and no issues were observed during the test. The most likely cause of the reported failure is user error, including improper bone preparation and/or misalignment of the insertion. The complaint allegation is confirmed.